Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event, please see associated reports:0001822565-2017-06361. Medical products ¿ zimmer nexgen articular surface regular constraint catalog # 90597003010 lot # 63553015. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent partial knee arthroplasty, subsequently, the patient was experiencing stiffness in the knee which required manipulation. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
This follow-up report is being filed to relay corrected additional information, which was unknown at the time of the initial medwatch. Initial reporter's country; (B)(6). Report source: (B)(6).

Manufacturer narrative:
Reported event was unable to be confirmed, no product was returned; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Without the opportunity to examine the complaint product,root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.